Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the pain is horrible. The patient feels like something is pulling really hard and it's painful enough to make them cry. Three days later, patient said they were experiencing pain. They also said if they move from one side to the other, it feels like something is pulling really hard. They added that it is painful where they will fall to the ground and cry. They also went to the emergency room (ER) and have been really constipated. The patient said they turned the ins off and are still feeling pain. Caller noted that they want the ins removed as soon as possible. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). Patient responded to a letter who noted that the system was removed on (B)(6) 2019 and the cause of the issue as not determined. The patient noted that it was the worst pain they've ever experienced and they still have pain in their hips and legs. The patient hopes the system didn't cause nerve damage since they are having difficulty walking. They also noted their bladder problems are much worse now than before. No device issue was reported and no further patient complications have been reported as a result of this event.